Event description:
It was reported that while the ventilator was connected to a pt, it generated technical error codes indicating disabled valves and communication failure between the control and monitoring printed circuit boards. The failure persisted even after the ventilator was restarted. There was no pt harm. (B)(4).